Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. Sample 1 initial result was 175 mmol/l with a data flag. The repeat result was 133 mmol/l. Sample 2 initial result was 163 mmol/l with a data flag. The repeat result was 189 mmol/l with a data flag. The repeat result from another cobas c501 was 135 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found a tube on the rinse unit was damaged. The tube was repaired/replaced. The investigation determined the service actions resolved the issue.